Manufacturer narrative:
Facility biomed investigated and believes the staff were trying to fluoro while in the tube warm up screen. Biomed has not been able to reproduce the errors, and the system is currently fully operational and in service. Tech support follow up: biomed reports they have closed the work order. The system is fully functional and the operator has not reported the problem again. Biomed feels the problem was due to operator error.

Event description:
On 10/15: customer reports female having an unk procedure with general anesthesia when fluoro failed. Procedure delayed approximately 30 minutes while staff moved pt to another room. Procedure was completed without further incident. Customer reports the pt is fine. No reported injury.